Event description:
I have a product quality concern. Bd 60ml syringe luer-lok tip ref # (B)(4). Lot 6132833. Exp 2021-05. Dir present inside packaging. I have the product. Diagnosis or reason for use: during pharmacy compounding sterile preparations.